Event description:
It was reported that during kit inspection, it was noted that the oscillating saw attachment has a pin that is missing. There was no patient harm or delay reported.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.